Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2018. 694765 lead, implanted: (B)(6) 2008. 3058 interstim urinary mgu ipg, implanted: (B)(6) 2013 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.